Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that the patient was admitted for weakness due to atrial fibrillation. It was noted that rv thresholds had changed from 0.9 v to 1.7 v. It was noted that the physician was ruling out cardiac tamponade. The rv impedances had also decreased to 350 ohms from the 400 ohm range. It was noted that an x-ray and/or echocardiogram would likely be performed.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this transvenous defibrillation lead was noted to have caused the patient diaphragmatic stimulation shortly after implant. The lead was checked and was noted to have been causing the stimulation. The device was reprogrammed to aai to prevent stimulation for the short term. A lead revision was performed, and it was noted that this lead was in a different position than at implant. After repositioning the lead, the patient started to have blood pressure issues and other complications. An echocardiogram was then performed which confirmed fluid around the patient's heart from a lead perforation. The patient's pericardial cavity was drained and there were no further patient issues.